Manufacturer narrative:
(B)(4). Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the uniboard was replaced. The unit has not been returned for service prior to this event, therefore no service history review can done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unknown procedure the display of the control module turned off suddenly. No patient consequences were reported. The device will be returned to the international service center.